Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced high impedance. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced. During the procedure, the new lead was found to have high impedances, however the issue resolved post procedure. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.